Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20-48mmx3x4mm, eccentric, de novo target lesion with a bend less than or equal to 45 degrees was located in the mildly tortuous and non-calcified coronary artery. A 4.00x20mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.